Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported sensor error, sensor and blood glucose reading difference, product not adhering or sticking and high blood glucose reading. Customer's blood glucose was 225 mg/dl and sensor reading was 300. She was advised to calibrate when her blood glucose is stable. Customer declined troubleshooting. Nothing further reported.